Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not detected on bus. A field service engineer (fse) replaced the drawer components, including the pyxis bus board, drawer controller boards, row board cable, and drawer retractor. Then station was powered on successfully, medication application launched without issues, and the drawer was reconfigured and customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 failed and could not be recovered. The customer powered the unit off twice for 15 minutes and attempted recovery; however, additional errors were encountered. The customer also performed a reboot, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.